Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, theplasma in the waste bag leaked out and dropped onto the power inlet. This caused a shortcircuit and a fire at the power inlet of the machine.patient information is not available at this time.this report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The customer is unfilling to provide the patient's information.

Manufacturer narrative:
Investigation: the machine is built to iec 60601 standards for electrical grounding and electrical fires. The terumo bct service technician replaced the power cord and the power one power supply assembly. Root cause: the cause of the short circuit that burned the power cord is a leak in disposable bag.

Manufacturer narrative:
Investigation: a review of the DHR for this unit showed no irregularities during manufacturingthat were relevant to this issue.investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information.